Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported going to see her healthcare provider (hcp) yesterday because her therapy was not controlling her bladder and bowels. The patient stated that her hcp check the device and the battery tested to be ok. According to the patient, her hcp thought stimulation was too low and subsequently increased stimulation. The patient stated that after the increase everything seemed to be ok until she sat down in the car. At this point the patient stated that stimulation seemed to be too strong and that it "felt like a wedgy." The patient reported feeling stimulation in the labia and that it took her 45 minutes to get into be last night. At the time of the call the patient wanted assistance with decreasing stimulation, but that therapy did seem to be helping once stimulation had been increased. The patient was assisted with decreasing stimulation and mentioned that her "back is out" and that she cannot walk very well; no allegation that these issues were related to the ins or therapy and patient reported a history of back issues. A later call from the patient on (B)(6) 2017 reported after reprogramming the patient felt appropriate stimulation initially, however after getting into her car the patient started to have pain. The patient was advised to lower stimulation and follow-up with her hcp. The patient also mentioned that she was constipated. The painful stimulation was not encountered until the patient got in the car and in that sense the painful stimulation was sudden in nature. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The overstimulation and painful stimulation have been resolved after the patient was "walked" through on how to adjust the overstimulation.